Event description:
It was reported that during the most recent remote data review, the physician observed that this subcutaneous implantable cardioverter (s-ICD) battery longevity had decreased from 25% to 15% remaining since february. Recently, a battery depletion (bd) alert was declared. Boston scientific technical services was contacted for review, and it was confirmed that the battery was exhibiting premature depletion. Device replacement or repeat data analysis was recommended. Recently, this device was surgically explanted and replaced to resolve the event, and no additional adverse patient effects were reported. This s-ICD has been received for analysis and is pending the investigation conclusion.

Event description:
It was reported that during the most recent remote data review, the physician observed that this subcutaneous implantable cardioverter (s-ICD) battery longevity had decreased from 25% to 15% remaining since february. Boston scientific technical services was contacted for review, and it was confirmed that the battery was exhibiting premature depletion. It was recommended that the device should be replaced within 90 days. At this time, the s-ICD remains implanted and in-service. The patient was stable with no adverse effects reported.

Event description:
It was reported that during the most recent remote data review, the physician observed that this subcutaneous implantable cardioverter (s-ICD) battery longevity had decreased from 25% to 15% remaining since february. Recently, a battery depletion (bd) alert was declared. Boston scientific technical services was contacted for review, and it was confirmed that the battery was exhibiting premature depletion. Device replacement or repeat data analysis was recommended. At this time, the s-ICD remains implanted and in-service. The patient was stable with no adverse effects reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this s-ICD was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of a compromised capacitor. This resulted in the observed premature battery depletion. It was determined that the capacitor was compromised due to the presence of excess hydrogen in the device case. Boston scientific issued a field safety notice regarding a subset of emblem devices that have a potential of exhibiting this behavior. This particular device is included in the emblem s-ICD accelerated depletion advisory population.

Event description:
It was reported that during the most recent remote data review, the physician observed that this subcutaneous implantable cardioverter (s-ICD) battery longevity had decreased from 25% to 15% remaining since february. Recently, a battery depletion (bd) alert was declared. Boston scientific technical services was contacted for review, and it was confirmed that the battery was exhibiting premature depletion. Device replacement or repeat data analysis was recommended. Recently, this device was surgically explanted and replaced to resolve the event, and no additional adverse patient effects were reported. This s-ICD has been received for analysis.